Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: n/a, explanted: n/a, ubd: 05-mar-2022, UDI#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the resistance was too high in the patient's extension. The extension was replaced to complete the operation. The patient was in good condition. The cause of the issue was unknown. No patient symptoms or further complications were reported as a result of this event.